Manufacturer narrative:
UDI #: (B)(4). The field service engineer visited the site and replaced the plug on the laser as it looked damaged and connected to the wall outlet. Checked the unit and it passed abbott specifications. A new ups was ordered and installed on (B)(6) 2016. Further evaluation is in progress. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported the uninterruptible power supply (ups) the laser was connected to began to smoke and was no longer working. There was no patient involvement indicated and no treatments were delayed or cancelled.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation an electrical and power source problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.